Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using nitrex guide wire during procedure. It was reported that the wire tip detached in the vessel (in vivo). Another wire was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.